Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, the pt reported seeing an air bubble in the insulin cartridge of his infusion device. The pt declined troubleshooting the air bubble stating, he will be meeting with a trainer on the issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.